Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient and device code: no information regarding the event has been provided. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook bird's nest on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. We have investigated based on the information received to date, and are closing the report until further information is received for investigation; impossible to comment on alleged injury. If additional information is received, the report will be reopened for further investigation.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 6mar2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to deep vein thrombosis (blood clots). [Pt] is alleging fracture, device unable to be retrieved, blood vessel damage, embedded, clogged. [Pt] further alleges shortness of breath, pericardial tamponade, must use blood thinners and pain medication, clotted at filter down both legs to ankles, swelling and pain. Filter retrieval was attempted in summer 2015 and was unsuccessful.

Manufacturer narrative:
Additional information: investigation: the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. The device is shipped with the instructions for use (IFU) which states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ deflection testing of the struts was conducted as part of design verification testing. Results of the deflection testing exceeded the acceptance criterion of the testing. The birds nest filter is used for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations. There is no series of events that led up to the alleged fractured/broken filter. The IFU states, ¿filter migration is a known potential complication of vena cava filters.¿ approach to placing the device is not known. It is not known if the patient¿s vena cava size was appropriate for placement. Filter fracture and filter migration are is a known inherent risks to bird¿s nest filter placement. Risk to benefit analysis (rba) ra82_rba was performed in order to assess the clinical benefit: risk ratio of the bird's nest filter and the rba states: "'it is the opinion of cook inc. That the medical benefits of the bird's nest filter outweigh the residual risk of the intended use of the device. The bird¿s nest vena cava filters have been found to demonstrate good clot trapping efficacy in vitro studies. In addition, this device is designed to be placed in vena cava diameters up to 40 millimeters, a measurement that restricts some patients from the use of other devices. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date.